Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 131 mg/dl. Customer stated that when changed the battery, the alarm occurred. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping noted. Unable to test for low battery alarm due to the unresponsive buttons. The unit had minor scratched display window, cracked case at display window corner, scratched case, scratched reservoir tube window and cracked reservoir tube lip.